Event description:
Rptr had implants put in in 1986. She was fine until all the press started up and the MFR admitted they had concealed evidence. Then her anxiety attacks started from the fear. She has been on prozac for depression ever since. The mental anguish has led to fatigue and headaches.